Event description:
It is reported that the surgeon could not seat the implant on the impactor. He had to push the implant with the impactor to get started and then implanted with 46mm impactor loose.

Manufacturer narrative:
Evaluation summary: no lot number, photos, nor product were provided. The exact cause of the failure is unk. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.